Event description:
(B)(4). Chronic pelvic pain, ovarian cyst, migraines, hand and feet swelling, and body pain. Shoulder numbness and tingling and back pain. Can not sleep through the night due to pain in my legs and inability to fall asleep. Depression and anxiety.